Manufacturer narrative:
On (B)(6) 2019, fe arrived on site and replaced the tubing from the syringe to the probe. Fe replace the pipa probe followed by filling liquid system, then weekly maintenance followed by daily probe maintenance. Customer ran qc for verification. The customer has made no claims of any reported false results being reported as a result of this concern.

Event description:
On (B)(4) 2018, customer became aware that they have been using 0.1n hcl for daily maintenance instead of 0.1m naoh recommended by ortho since (B)(4) 2019. Ortho care discussed with customer the potential for carryover when not doing the daily decontamination of the probe with 0.1m naoh. Ortho care confirmed that there were no reports of any discrepancies with qc results or patient results. The customer made the corrections to their internal procedures to perform the daily maintenance with 0.1m of naoh the customer has made no claims of any reported false results being reported as a result of this concern. Ortho care advised the customer to contact their internal quality department or medical director for advice regarding test results.